Manufacturer narrative:
(B)(4). No conclusion code available. Insulation degradation damage was noted at 18.0-20.0cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.